Event description:
During a left sided electrophysiology procedure using an ensite array catheter, a cardiac tamponade occurred. The physician advanced the array catheter and a non sjm catheter into the left atrium and began creating geometry. The array catheter was difficult to maneuver due to the patient¿s small atrium. Approx. 30 seconds later, the physician noted a decrease in cardiac movement via fluoroscopy. An echocardiogram confirmed a cardiac tamponade and the physician performed a pericardiocentesis which stabilized the patient. The patient is doing well. There were no alleged performance issues with any sjm device.

Manufacturer narrative:
One ensite array catheter was returned for eval. Visual inspection revealed no anomalies. The reported event was unable to be confirmed as no contributing visual or functional anomalies were identified during analysis. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device as the device met specifications prior to leaving sjm mfg facilities as supported by a review of the device history record and the analysis performed. The cause of the reported cardiac tamponade remains unk. Per the IFU, the risk of vascular perforation exists with any intracardiac catheter.